Event description:
The customer reported that during deployment of a vasoseal es the locator was removed through the sheath, and tissue was observed to be caught on the j segment of the locator. The deployment was aborted and pressure was held to control bleeding. The pt was taken to surgery for a possible repair of the artery, but no tear was found. No further complications were reported.